Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced urinary tract infection which he was treated with antibiotics. The patient experienced blood in his urine and had passed approximately 20 blood clots. He is scheduled for 6 weeks post operation appointment and will be evaluated for these issues as well as surgery follow up, pump training etc. No further information was provided.